Event description:
It was reported that high impedance was found on the patient's device during an office visit. It was also reported that the patient would feel a shock during stimulation and feel pain which was not associated with stimulation. There was no known physical trauma to the chest or neck area. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.